Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced compressor and mufflers due to fault. The unit passed all calibration, functional and safety test. The unit was returned to the customer and cleared for clinical for use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displays the "maintenance required" message and that the help screen mentions possible compressor issues. Customer states the pump is working with no other issues and that the patient is stable. Advised caller to switch pumps if one is available. They do have an arrow autocat available. Informed caller that the fo portion of the iab would not be compatible with this pump, but I advised caller in using the central lumen, or an alternate aline site for the bp waveform. Customer understood how to do this and did not have further questions. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.